Event description:
A consumer reported that following the purchase of this product, he noted that the solution was discolored and not as liquefied as it should have been. The consumer used the product anyway and experienced burning. The consumer was seen in the emergency room because of the burning and he "could barely see". He was given antibiotic with steroid eye drops to treat the burning and discharged home. Following use of the medication, the burning sensation went away after a few days. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).